Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported a stopper issue occurred during use with a bd 60 ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "microtainer tube couldn't be processed because the tube is empty on the bottom and the pliers enter into the tube and also the instrument takes the top of tube as it is always closed although the stopper isn't anymore on top. These tubes are also opened at the bottom (both with or without the extender), and it happens the same that I described above, then these tubes cannot be processed also because they must be opened for analysis and although there is no more the stopper the instrument recognizes the upper part of the tube as a stopper." 20 occurrences were reported.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to molding defect as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non- conformances during manufacturing of the product.

Event description:
It was reported a stopper issue occurred during use with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "microtainer tube couldn't be processed because the tube is empty on the bottom and the pliers enter into the tube and also the instrument takes the top of tube as it is always closed although the stopper isn't anymore on top. These tubes are also opened at the bottom(both with or without the extender), and it happens the same that I described above, then these tubes cannot be processed also because they must be opened for analysis and although there is no more the stopper the instrument recognizes the upper part of the tube as a stopper." 20 occurrences were reported.